Manufacturer narrative:
We received one vamp adult system for examination. Dry blood was evident inside of the tubing of the vamp adult system. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be out of specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number is unknown as this was a custom defined device.

Event description:
It was reported that during use, the patient line detached before the shut off valve of the vamp reservoir. There was a blood loss of 4 to 6 ml. There was no patient consequence. The device was available for evaluation.